Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient fainted and experienced bloody stool. Two low flow alarms were observed. The patient experienced fatigue since (B)(6) 2018; however, no bloody stool before (B)(6) 2018. Anticoagulants at the time of event was warfarin. Upon admission, the patient¿s inr was 1.7 and hematocrit was 28 %. Diuretics were held on admission for low volume concerns. Warfarin was withheld. Patient received two units fresh frozen plasma (ffp) and one unit of red blood cells (rbc) on (B)(6) 2018. Endoscopy revealed no identifiable bleeding source, however small bowel or colonic bleed were likely suspected. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported events could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.